Event description:
While using freestyle lit glucose sensor, the glucose value varied significantly between tests. This variation went from 300 to 200 within 2 minutes (300 seemed high). A half hour later was 100. Seemed low so quick (no new insulin was given). Tried again immediately after (within 2 min) and value was 26. I immediately tried again and was 100. Sensor or strips are creating significant concerns.